Event description:
After properly attaching vial spike to a paclitaxel vial, the medication was drawn up and infused into bag of saline. The vial of paclitaxel and vial spike started leaking medication while sitting within the transfer hood. No pressure was put on the device, while leak occurred. It was placed off to the side of the hood, when it started leaking. Equipment is described as closed system, so the vial spike should not be leaking out hazardous fluid. FDA safety report ID# (B)(4).